Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was releasing clips before they were fully closed and clips were springing out of the jaws. The case was completed using a replacement clip applier. As a result of the difficulties encountered with this device, the procedure was prolonged ten minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.